Event description:
During a clinic follow-up, an increase in the capture threshold and a decrease in the sensing were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.